Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a patient on peritoneal dialysis (pd) was in the hospital and transitioned to hemodialysis due to peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2021. The patient had a pd culture obtained (same day) which grew the organism pseudomonas. The patient was reportedly treated with a bolus of ceftazidime 2 grams and vancomycin 1500 mg intra-peritoneal (ip) in the clinic. Subsequently, on (B)(6) 2021, the patient was hospitalized due to no improvement in their abdominal pain despite the bolus antibiotics. Per the nurse, the patient was treated with unknown antibiotics. Additionally, the patient had their pd catheter (not a fresenius product) removed and transitioned to hemodialysis. On (B)(6) 2021, the patient was discharged home continuing outpatient hemodialysis and is recovering from the event. Per the nurse, the patient did not have any issues with fresenius device or product in relation to the event. The nurse stated there was a boil water order due to city water contamination and the patient did not adhere. It was reported the patient used contaminated water to wash their hands for pd treatment and therefore contaminated during the pd exchange. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment and particularly favors moist areas. The patient¿s pd nurse stated there was a boil water order due to city water contamination and the patient did not adhere. Therefore, the cause of the patient¿s peritonitis can be attributed to patient the patient washing hands with contaminated city water and thereby patient contamination during the pd exchange.